Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms during bolus. Blood glucose level at the time of the incident was 260 mg/dl. The customer reported that the alarm was resolved by an infusion set change. The customer was advised to monitor the device. The insulin pump was not replaced or returned for analysis.